Event description:
During a retro-sigmoid resection and pneumo perforation procedure the devices failed to function properly. A temporary colostomy was needed. There were no additional pt consequences reported.